Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. Eleven days after event onset, the patient was hospitalized for peritonitis. Treatment details for peritonitis were not reported. Dianeal therapy remained ongoing. Eighteen days after the event, the patient was discharged from the hospital. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.